Event description:
The customer states that one pt was drawn at 05:40 (lithium heparin with no gel collection tube) with the sample received in the lab at 06:19. The sample was run on the aeroset analyzer at 07:08 and generated a potassium result of 7.3 meq/l. The techniologist reviewed the results and noticed the elevated potassium. The sample appeared normal without any hemolysis. The sample was retested and generated a value of 7.3 meq/l and reported out of the lab. The pt's physician questioned the result. Another sample was drawn at 07:15 (serum in serum separator tube) and received in the lab at 07:28 and tested at 08:01 with a result of 3.7 meq/l. The initial sample was again retested and generated a result of 7.0 meq/l. Both samples correlated very closely for all other analytes tested. Controls were within specifications on all runs and the analyzer is performing as expected. Both types of collection tubes are listed in the assay package insert as acceptable for testing with this assay. There is no impact to pt management reported.